Event description:
It was reported that during an intervention to the circumflex (cx) artery, after implantation of the 2.5x15mm xience skypoint drug eluting stent (des), difficulty was noted when removing the stent delivery system through the guiding catheter (gc). There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.